Event description:
The pump was returned for recurring loss of primes. Investigation revealed that the force sensor is out of calibration and the force resistance measurement is out of specification. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Investigation revealed that the force sensor is out of calibration and the force resistance measurement is out of specification. There was evidence of contamination on the force sensor plate and moisture corrosion found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). Correction number: 2531779-03/24/2010-003-r.